Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. She stated that the alarm was resolved by a complete set change. The blood glucose at the time of the incident was 51 mg/dl; treated with food. The customer also reported receiving a no delivery around the end of december or beginning of january; she tried two reservoirs out of one box and was able to clear the alarm after trying a reservoir from another box. The device will not be returned for analysis.